Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised due to the recall. Part and lot has been provided.

Event description:
Litigation alleged the patient suffered pain, increased heavy metals in the blood, and clicking and clunking of the right hip as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.